Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they required medical attention for low blood glucose levels. The customer declined troubleshooting shooting and declined assistance from the help line. The customer did not provide the blood glucose value at the time of the call.